Event description:
It was reported that a patient sent a (B)(4) transmission that showed two episodes of nonsustained lead noise episodes. Sensing latency due to pvcs on the far-field channel resulted in incorrect diagnosis of non-sustained lead noise episode. Sensing latency also resulted in functional loss of sensing and capture. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.